Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional procedure on (B)(6) 2012. Access was obtained at the common femoral artery with a 5f terumo pinnacle sheath. Pre-procedure femoral angiogram revealed no evidence of calcium or pvd in the vicinity of the puncture site. Post procedure, the physician who is in training with the mynx, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that after shuttling down to the hard stop, the physician retracted the sheath according to the IFU and the advancer tube did not engage. The physician elected to deflate the balloon and removed the device. The patient was subsequently converted to 10 minutes of manual compression with no adverse event or further complications. The patient was discharged to home with no clinical sequela. No additional information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned: therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1204402) indicated that the device lot met all established performance criteria prior to shipment.